Manufacturer narrative:
Reboot performed; diagnostic visit recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the equipment restarted during a study, and the study was not saved on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.